Manufacturer narrative:
Findings: failed battery test due to corroded battery tube and battery cap contact. Unable to perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to failed battery test. Pump passed stop current and run current test. Pump had cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call telling about having failed battery alarm. Customer's blood glucose was unknown at the time of incident. Customer was advised to revert back up plan. The insulin pump will be returned for analysis and replacement pump will be sent.